Event description:
During follow-up, post-paced t wave oversensing was observed. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient experienced no adverse consequences. Further information has been requested but not yet received.

Event description:
Additional information received indicated the event was resolved by reprogramming the device. The patient was in stable condition.